Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system presented to the hospital with discharge, redness and wound dehiscence at the implant site. Infection of the implant site was suspected. The pocket was cleaned and the patient was started on intravenous medication. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.